Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that son insulin pump alarm critical pump error. Customer's blood glucose at time of incident was unknown. Customer's father stated that it is possible that have dropped pump but he could not be sure. Customer's father was informed that pump is needed to be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error was noted. The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a fading serial number label, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.